Manufacturer narrative:
Continued from medical devices: etco2 disposable, therapy date (B)(6) 2017. The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in good condition. The pc unit event log received had no entries for the pca module at the reported event date and time which suggests that a different pc unit was in use at the time of the event. The received pca event log starts at 3:13 am on (B)(6) 2017, however this is after the infusion programming was performed and the event log does not contain any information to identify the pc unit that was in use. The pca event log does not go back far enough to count all the dose requests delivered from the start of the infusion. The only information that can be obtained from the pca event log is that the pca module was programmed with a pca dose only infusion and each pca request delivered 1ml at 150ml/hr. Between 4:22 am and 8:41 pm on (B)(6) 2017, there were a total of 36 pca doses delivered for a total of 36ml. Rate accuracy testing verified the device was infusing within specification. The root cause of the suspected overinfusion of dilaudid was not identified.

Event description:
The customer reported that the patient was receiving dilaudid pca, dose 0.2 mg/ml, lock out 6 minutes and 1 mg/hr maximum and became hypoxic even though he had been receiving pca for 3 days. The rapid response team was called and the patient was intubated. The customer alleges that a possible over infusion of dilaudid caused the patient¿s condition and requested a log review and device evaluation. The patient was diagnosed with pulmonary edema and remained intubated at the time of the report.